Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving in angular orientation, but all other motions were working. Review of the system log file showed malfunction cannot be confirmed. Upon further troubleshooting action, field service engineer (fse) found system was completely jammed, unable to move beams and motor is making loud clicking noises and unable to move in the caud/cran direction the fse, released the motor brakes, cleared off the residual contrast with shell lite spirits, and movements are free also conducted iq checks. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported that the c-arm was not moving in angular orientation but all other motions were working. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.